Manufacturer narrative:
FDA report # mw5067400.

Event description:
Medwatch form was received from FDA which identified that during use of a medtronic guide wire, k wire broke on insertion of tap, it was then removed. Serious injury reported, intervention required. No other details were provided on the form.